Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 10/11/2019, belt: 10/29/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing home on (B)(6) 2021. Review of the patient's download data indicates the patient received two inappropriate shocks in response to oversensing of low amplitude cardiac signal and motion artifact on the date of passing. The device was started up at 21:36:09 on (B)(6) 2021. The patient was in sinus bradycardia at 15 bpm with hb at 00:08:23 on (B)(6) 2021. The patient's rhythm transitioned to an idioventricular rhythm at 15 bpm with hb and bbb by 00:14:22. The patient's rhythm degraded to asystole with motion artifact at 00:16:58. The patient received the first inappropriate shock at 00:18:40. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with motion artifact. The patient received the second inappropriate shock at 00:23:35. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with motion artifact. The patient was in asystole at the time of the electrode belt disconnection at 00:25:01 on (B)(6) 2021.